Event description:
It was reported that this right ventricular (rv) lead had a high pacing threshold and a loss of pacing and sensing thresholds. Additional information reported, indicated that it was believed that the lead may have advanced, thus causing the change in measured data. As a result, the lead was surgically repositioned. No additional adverse patient effects were reported.